Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient had their ipg and lead extensions explanted due to a skin erosion. The patient was doing well post-operatively.